Manufacturer narrative:
Investigation: review of the DHR¿s revealed that all required challenges samples, set-up and in-process testing was performed per specification in accordance with the quality sampling plans. Qn (B)(4). Was initiated during the build of this lot 8110562. Received one used q-syte unit from catalog number 385100, lot number 8115556. Visual/microscopic evaluation: q-syte top body displayed excessive damage to the polycarbonate (cracking) on the neck of the top body. No damage was observed to the septum. The defect septum damaged/defective was not identified or confirmed with the returned unit. Did identified and confirmed excessive damaged to the polycarbonate of the top body. Cracked polycarbonate ¿ a definite source that contributed to this damage could not be established. Prolonged contact with cleaning solutions or incompatible medications could contribute to this type of damage.

Event description:
It was reported that on the 6th day the placement of bd q-syte¿ luer access split-septum stand-alone device leakage was noticed and the q-syte was found to be broken.

Manufacturer narrative:
(B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that on the 6th day the placement of bd q-syte¿ luer access split-septum stand-alone device leakage was noticed and the q-syte was found to be broken.